Event description:
It was reported that during a percutaneous transluminal angioplasty/ivc (inferior vena cava) filter placement procedure, removal difficulties were encountered. The greenfield 12fr ss vena cava filter catheter was advanced over an .035 non-bsc guide wire, however, the catheter was unable to be advanced, as it was stuck between the distal part of the catheter system and an unspecified sheath. The physician attempted to remove the catheter, but was unsuccessful and therefore, the catheter system and sheath were removed together as a unit. During removal outside of the patient, the ivc filter deployed. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "good".